Event description:
The customer reported there was no audio and they could not hear the alarms at the central station. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported there was no audio and they could not hear the alarms at the central station. No patient harm was reported. A field service engineer (fse) was onsite and found that the pc was muted and no product malfunction. Please note, the reported problem would have no effect in patient monitoring on obtv or the fm and would have no effect in alerting on the fm. The user muting of pc volume is a normal pc function and is not a function of the obtv software. Device labeling (instructions for use/IFU) (B)(4) adequate describes that ob tracevue is not intended to replace current fetal monitor paper. From pg1: it is a diagnostic aid that does not replace the clinician's judgment. The interpretation of alarms, and the appropriate clinical response remains with the clinician. Ob tracevue is not intended to replace current fetal monitor paper. Consideration of this complaint and trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further action or investigation is warranted.